Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information also has been requested, such as any injury to patient, this will be submitted when it becomes available.

Event description:
In this event it has been reported that palodent v3 1 ring broke in patient mouth during use. Unknown if any injury occurred as of this MDR. Additional information has been requested.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
Multiple unsuccessful attempts were made to obtain the patient outcome.